Event description:
It was reported that the patient received inappropriate shocks and there was a fracture of the right ventricular lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead in segments was returned, analyzed, and the distal conductor was fractured. It was also noted that the defibrillator conductor was distorted and had blood/body fluid (not obstructed), several conductors had blood/body fluid (not obstructed), the inner tubing was kinked/buckled, all insulators were breached cut, the outer tubing overlay was breached cut, the outer insulation had a cosmetic depression, the helix was distorted/bent, and there was blood in/on the helix mechanism and sleevehead. The analyst also noted that the lead appears to have been implanted with a bend in it at the fracture site and the anchoring sleeve fixation site could not be determined.